Event description:
As reported per the edwards field clinical specialist (fcs), 10-15 minutes after transaortic valve deployment via transfemoral approach, it was discovered on echo that the valve had embolized into the lv. The valve was initially viewed on echo and fluoro immediately post deployment, where final placement was deemed 50/50 and acceptable. The initial echo findings were as follows: trace pvl (posterior), no central ai. Both the edwards team and the primary operator were in the control room debriefing when it was discovered that the valve had moved into the lv (10-15 minutes post deployment). The team immediately re-scrubbed and the patient was placed on by-pass and converted to savr. The 26 mm sapien valve was successfully removed and replaced with a 25 mm edwards surgical valve. The patient was transferred to cv-ICU in stable condition. It was indicated that the team suspects there was not enough calcium to "anchor" the valve.

Event description:
As reported per the edwards field clinical specialist (fcs), 10-15 minutes after deployment of a sapien valve via transfemoral approach, it was discovered on echo that the 26mm valve had embolized into the lv. The pre-procedure measurements were as follow: annulus 22mm, valve area on CT 486 mm2. The valve was initially viewed on echo and flouro immediately post deployment, where final placement was deemed 50/50 and acceptable. The initial echo findings were as follows: trace pvl (posterior), no central ai. The team was in the control room debriefing when it was discovered that the valve had moved into the lv (10-15 minutes post deployment). They immediately re-scrubbed and the patient was placed on by-pass and converted to savr. The 26mm sapien valve was successfully removed and replaced with a 25mm edwards surgical valve. The patient was transferred to cv-ICU in stable condition. It was indicated that the team suspects there was not enough calcium to "anchor" the valve.

Manufacturer narrative:
The investigation is ongoing, and attempts are being made to obtain imaging.

Manufacturer narrative:
Multiple attempts were made to obtain imaging, but were unsuccessful. The device was not returned for evaluation as there was no allegation of device malfunction. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the exact cause of the valve embolization cannot be confirmed, however it was reported possibly to be due to insufficient calcium to anchor the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Cine images from the procedure were submitted to edwards for review (no echo was provided). Imaging review was performed by an edwards medical director. Observations from the imaging review are as follows: mild aortic valve calcification, mild aortic root calcification, no porcelain aorta, no mitral annular calcification (mac). Fair coaxial alignment of the valve and delivery system. Fair image intensifier angle (iia). Valve was positioned 35/65 aortic, moved 1.5mm aortic during deployment, resting 50/50 post deployment. No loss of pacing capture during deployment, ventilation held. No cine images of embolization available. No tee images provided. Impressions: factors that predispose to ventricular embolization include poor I/I angle, poor coaxial alignment, poor valve positioning, minimal valvular calcification, and narrow calcified stj. In this case, the only factors that cannot be excluded include minimal valvular calcification and a narrow calcified stj. Tee is the optimum imaging modality to evaluate the stj. In the absence of tee, we assert that the most likely mechanism is minimal valve calcification.